Event description:
The customer ran a blood test on the contour next link meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Customer had no strips left. Product was not replaced.